Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that an app issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be an app crash. The probable cause of an app crash could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B3 date of event - correction b5 describe event or problem - correction d4 serial no - correction h2 type of follow up - correction/additional information h6 code - correction.